Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted, when the investigation is complete.

Event description:
The customer stated that error code # 1113 (invalid test result, during the digoxin iii assay) generated when running the axsym digoxin iii assay. The error was also generated after re-centrifuging and diluting the sample. There was no impact to patient management reported.